Event description:
It was reported that the patient developed a skin irritation from the 63b electrodes and cover patches. The patient described her skin as red, itchy, and it burns a little. The patient only felt one little bump in the affected area. The patient says that she has been scratching the area. The patient did reach out to her doctor and was advised to use an over the counter medication to treat the skin irritation. The patient took a break in treatment and her skin is still irritated. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: spinalpak assembly: catalog: #1067716 serial: #(B)(4). Therapy date: unknown. Medical product: zimmer polaris screw system. Medical product: cage (height: 8 - 12 mm, 40 mm in length). Medical product: polyaxial titanium screws. Therapy date: (B)(6) 2019. The customer has indicates that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00049.

Event description:
It was reported that the patient developed a skin irritation from the 63b electrodes and cover patches. The patient described her skin as red, itchy, and it burns a little. The patient only felt one little bump in the affected area. The patient says that she has been scratching the area. The patient did reach out to her doctor and was advised to use an over the counter medication to treat the skin irritation. The patient took a break in treatment and her skin is still irritated. It was reported that no further information is available.